Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer's mother called to report that her son received a low battery alarm prior to receiving a button error alarm. Customer was at the beach today and stored his pump in an insulated ice chest. Customer stated that he saw condensation under the lcd screen. The battery indicator was reviewed to confirm low battery and the battery indicator did show less than 2 bars. Alarm history was not able to be reviewed due to button error alarm. Battery did last more than 1 week. It was explained that the average battery life is about a week. Insulin pump will need to be replaced due to button error alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional informational provided.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was unable to verify low battery alarm due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.